Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Later healthcare professional reported left side "capsular contracture grade 2 to 3", "extreme pain, with irregular asymmetrical breast, and also the capsular contraction which is presenting with hardening and pain upon touch and sagginess", and "breast ptosis, grade 3 (severe)". Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Later healthcare professional reported left side "capsular contracture grade 2 to 3", "extreme pain, with irregular asymmetrical breast, and also the capsular contraction which is presenting with hardening and pain upon touch and sagginess", and "breast ptosis, grade 3 (severe)". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. No further actions are required as the device was implanted.